Event description:
The hcp reported that the pt developed redness and pain at the interstim device pocket site. No clutures were obtained. However, the pt has been treated with IV and oral antibiotics. No futher info has been provided by the hcp at this time.